Event description:
A chemotherapy patient noted the recliner chair was smoking after repositioning it. The chair's design allowed for the electrical cables to cross over the end bolts and wore the protective coating off the cable causing electrical sparks and smoking. The chair design offers 4 opportunities for the cable to come into contact with the bolt end when chair position is changed.====================== health professional's impression======================poor device design======================the manufacturer's response for reclining chemotherapy chair, champion reclining chemotherapy chair======================the manufacturer worked with clinical engineering to provide new parts and to turn the bolts the other way so the ends would not come in contact with the electrical cables. Clinical engineering made repairs and moved cables out of the way and inspected other chairs at our facility.==================================================================reporter indicated there was no harm to the patient. The patient was transfered to another chair. The reporter also said they have not heard further from the manufacturer. All parts were shipped back to manufacturer including the defective parts. They did not do a wide spread review of all chairs. They are expecting more direction from the manufacturer after they see the returned parts. Reporter sent them pictures and a video.